Event description:
Customer states ¿the image does not provide adequate visualization of the vessel in order to place catheter. Using this machine is leading to interruptions in patient care and patient safety concerns.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the image does not provide adequate visualization of the vessel was unconfirmed. The prevue ii probe is functioning properly within manufacturer specifications. The reported issue root cause is not required due to the reported issue is unconfirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Customer states ¿ the image does not provide adequate visualization of the vessel in order to place catheter. Using this machine is leading to interruptions in patient care and patient safety concerns.¿ no other information was provided.